Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: physician was placing a central line and felt resistance when threading the wire through the needle. When she pulled back on the wire, it unraveled. No patient injury reported. Therapy was delayed. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4). The customer returned a spring wire guide from a cvc kit for analysis. The introducer needle was not returned. Signs-of-use in the form of biological material were observed on the guide wire. Visual analysis revealed that the guide wire was separated into two pieces and was kinked throughout its body. The guide wire was also unraveled from the distal end. Microscopic examination revealed that the distal weld had completely separated from the core wire and coil wire. The proximal weld was intact. No other defects or anomalies were observed. The core wire length measured 599mm, which is within the specification limits of 596mm-604mm per the marked guide wire graphic. The guide wire outer diameter measured .794mm, which is within the specification limits of .788mm-.826mm per the marked guide wire graphic. The guidewire was passed through a lab inventory introducer needle. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed that the proximal weld was secure and intact to the guide wire assembly. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit includes the following warnings, cautions and instructions for the user: "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". "Warning: do not apply undue force on guidewire to reduce risk of possible breakage." "Warning: do not cut guidewire to alter length." "Warning: do not cut guidewire with scalpel." "Caution: if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel." The reported that the guide wire unraveled/separated was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. Additionally, the distal weld had completely separated from the guide wire assembly. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bs en iso 11070:2014 of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error likely caused or contributed to this event. However, since the introducer needle was not returned, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: physician was placing a central line and felt resistance when threading the wire through the needle. When she pulled back on the wire, it unraveled. No patient injury reported. Therapy was delayed. The patient's condition is reported as fine.